Event description:
Customer reportedly received results of 24mg/dl, 136mg/dl, and 158mg/dl within 6 minutes on the same device. No action was taken based on device results. No adverse event reported and no treatment received. Customer is blind and is unsure if the strip is dosed properly. Quality controls were used and reportedly fell outside acceptable limits. Requested return of suspect device and replacement was sent.